Manufacturer narrative:
The reported event of oversensing noise was confirmed. Final analysis found conductor shorts and insulation damage at the suture sleeve tie impression region. The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that prior to procedure, the patient's right ventricular (rv) lead was oversensing noise leading to pacing inhibition. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout procedure.